Manufacturer narrative:
This report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. Possible causes included the customer impacting the lid with a hard object and deterioration due to aging. The IFU contains the following statements that may help detect the cracked lid: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged .". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the lid and attached labels. Alignment and operation was verified using the preventative maintenance checklist. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the endoscope reprocessor had a small crack in the plastic part of the lid. This crack was discovered during preventative maintenance. No patient involvement or impact to patient care was reported.